Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post an atrioventricular node ablation and implant of a cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and left ventricular (lv) leads, the right ventricular (rv) lead exhibited loss of capture in the rvbipolar configuration. The rv lead remains in use. No patient complications have been reported as a result of this event.